Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling of the coating on the connecting tube was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found pinhole on a rubber (bending section), due to a pinhole on a rubber (water tightness is lost. Air leak inspection check failed. The reported issue was confirmed. In addition, inspection found, the connecting tube (insertion tube section) has coating peeling. (1mm2 or more). This condition could be due to deterioration, handling issue. Furthermore, the following defects were identified during device inspection: adhesive on a-rubber (insertion section) has a chip. Connecting tube has a wrinkle. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Connecting tube has a scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request reported with an issue of "air leak". No harm was reported. No patient harm, no user injury reported . Device evaluation found peeling of the coating of the connecting tube (insertion tube section, 1mm2 or more). This report is being submitted due to the finding of peeling off the coating on the insertion section connecting tube (insertion tube section) (1mm2 or more) identified during device return evaluation.